Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient attempted to have a MRI on (B)(6) 2020 but at the time the pt informed them that the ins battery was dead and therefore could not activate MRI mode. Tss asked caller why the ins was replaced and she believes it is due to the ins battery being depleted.